Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed that the cuff is burst. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Event description:
Medtronic received a report during the intubation, the balloon burst. Customer indicated there was no injury to the patient.